Event description:
Reporter indicated that high lead impedance reading was obtained. Lead test results were reported to have been ok at last office visit. Since the last office visit, the pt's seizures have gotten worse. The pt's caregiver thought it could be due to excessive heat because they were on vacation for three weeks. The pt is non-verbal and cannot say if they feel stimulation or not. The pt has not fallen or been hit in the chest; however, the pt does pick at the generator. Further investigation revealed that in 2001, both the lead and the generator were replaced.